Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display. The light will come on but there will be nothing on the display. There is a crack on the front of the screen that starts at one corner and goes to the next corner. The pump is not returning.

Manufacturer narrative:
The information provided in product code, common device name and section h6 evaluation codes were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.